Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 23 charge processes had been documented. The charge drawn from the battery was checked and turned out not to be as expected. The eos status was reset with the help of a technical programmer, and the icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected and started to charge the high-voltage capacitors. However, the charge process was aborted because the charge time limit was reached. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly. A discharged battery was detected. The electronic module was now connected to an external voltage source and underwent an electrical function check. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. After that, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, a discharged battery could be confirmed. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, damaged insulation was detected. This damage enabled an increased battery-internal self-discharge, which, in turn, led to the clinical complaint. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects.

Event description:
After an implantation period of approximately 70 months, it was reported that the device is in eos status.